Event description:
A caller reported a malfunction on their pump, noting that the screen went dark and would not turn on, even after attempting various troubleshooting steps. There was no adverse impact on the customer¿s blood glucose level, with levels remaining within the normal range and not exceeding 500 mg/dl. Technical support instructed the customer on troubleshooting steps, and although the pump screen eventually turned on, it was decided to replace the pump. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.